Event description:
The pt was taken to surgery for a v-osteotomy with bunionectomy and screw fixation. During the case, the sagittal bone saw had a failure and some of the debris from the saw itself fell into the wound. The debris was removed and the wound was copiously irrigated using approx one liter of normal saline solution. Tests performed: the instrument was visually inspected by an rn at the completion of the procedure in order to complete the incident report. She describes seeing "clumps of dark material that looked like oil, grease, or pieces of rubber". She also inspected the blade (which was a single use, non-reconditioned, new disposable blade). It was not in any way damaged. The sagittal saw was again inspected by another rn prior to being sterilized. She describes seeing a dark material that appeared similar to oil or grease near the head of the saw. She did not have the opportunity to inspect the blade as it was a single use blade and was not sent back for cleaning. The instrument was inspected a third time by co's clinical engineering technician: the saw was visibly intact, with no apparent pieces missing. The head portion at the blade saw interface functioned as designed. In comparison to another stryker of the same model. The drive fins were uniform in size and shape. The blade inserted and seated securely. The saw was operated. There was no difference observed in operation between the two like model saws, however a small amount of a black colored unknown substance fell out of the saw head during the test operation. The substance was examined under microscope by co's microbiologist as an old, dried non-uniform substance. Results of the tests: the sagittal saw contained foreign contents that emptied into the wound site. Identified cause: unknown. Other pertinent info: 12/1/97 pt was seen on a post-operative follow up. No evidence of infection noted. 12/2/97 spoke with stryker rep in michigan. Will send the current report to rep even though analysis by clinical engineering department is currently pending. 12/3/97 sent sag saw to stryker.